Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs. Fse inspected the turn table and gears for debris and none was found. Fse also checked the sample probe for damages and no damages were found. While troubleshooting, fse found the sensor was not lighting up on the main board for led02. Fse resolved the complaint by replacing the sensor board. Fse repaired and validated the analyzer by successfully performing daily checks, ran quality control without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from (B)(6) 2021 through aware date (B)(6) 2022. There were no similar complaints identified during the search period. The aia-360 operator's manual under section7-1: error messages states the following: (4002) turn table home not found. Description: the home position of the turntable motor cannot be detected. Troubleshooting: turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to the faulty turn table sensor.

Event description:
A customer reported error message ¿4002 turn table home not found¿ on the aia-360 analyzer. The customer performed a hard reset of the analyzer and the error reoccurred during daily check. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.